Manufacturer narrative:
(B)(4). Approximate age of device - 2 days. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on postoperative day 2, the patient had gastrointestinal pain with a distended abdomen. The patient's lactate dehydrogenase level was rising. A CT scan revealed a perforated transverse colon reportedly related to tunneling the driveline. A scope was performed and the patient was taken to the or for a colon repair. It was reported that there were no device issues and no issues with the tunneling adapter/lance prior to or during the tunneling process. It was also reported that the patient did not have any scar tissue nor was it believed that the event was related to the patient's anatomy. On (B)(6) 2016, the patient underwent a pump exchange due to possible issues with infection associated with the perforated bowel. There were no device issues associated with the tunneling procedure that perforated the patient's bowel, and the device was operating as expected prior to exchange.

Manufacturer narrative:
No equipment was returned for evaluation. A direct correlation between the reported event and the device could not be determined. The instructions for use lists infection as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.